Event description:
The customer reported that when the doctor used an avalon fm20 fetal monitor to monitor fetal heart rate and uterine contraction data, the toco probe has an alarm and cannot be used anymore. The device was in use. There was no reported patient/user injury.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Problem statement the customer reported that avalon fm20 fetal monitor when the doctor uses avalon fm20 fetal monitor to monitor fetal heart rate and uterine contraction data, the toco probe has an alarm and cannot be used anymore. A good faith effort attempt was made to obtain additional information regarding the nature of the event. A response was not received. There was no reported patient/user injury. Patient/user involvement was the device being used on a patient at the time of the event, including for the purposes of diagnosis? Yes was there any adverse event to the patient or user? If yes, describe? No adverse event to the patient/user was reported. If there was an adverse event, did the device cause or contribute to the adverse event, and how? N/a complaint evaluation: the customer indicated that they immediately exchanged the fetal monitor for a patient monitor. The device is unavailable for evaluation and there are no logs, screenshots or pictures available for evaluation either, therefore the cause is unknown at this time. Customer resolution and conclusion: a good faith effort was made to obtain additional information on how this issue was resolved for the customer but has been unsuccessful to date. The resolution is unknown at this time. No further investigation or action is warranted at this time.